Event description:
After a system revision (not object of the customer complaint report), there was some difficulties to communicate with the device, and finally, the following message was displayed to the user: "to restore a correct behavior the ICD device was reset. Check the device settings completely before releasing the pt. Please contact your local representative to report the event." Therefore, a complaint report was submitted to the manufacturer.

Manufacturer narrative:
Conclusion: device reset was inappropriately triggered by the programmer following erroneous specific communication problem diagnosis: the device was operating normally before this reset. Device normal operations condition did not change with the reset, nevertheless, it should be kept in mind that the reset warning message can't be removed from device memory and therefore will remained displayed by the graphical user interface, as specified. No further action is requested for that device, usual follow-up recommendations apply.